Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a daily pacing impedance measurement at high, out of range values and the safety switch was changed from bipolar to unipolar. The resistance value was measured in bipolar during the routine follow-up, but since it was still high, out of range, the setting was set to a unipolar setting, showing a normal resistance value. The location of the conductor fracture was not found on x-rays, but the behavior indicated a fracture according to the physician. The ra lead remains in service. No adverse patient effects were reported.